Event description:
It was reported that an arteriotomy closure of the heavily calcified common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to a transcatheter aortic valve replacement procedure. Reportedly, there was difficulty inserting 4 prostyle devices into the vessel due to the calcification. Hemostasis was achieved with a covered stent. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.